Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no alert. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a voluntary medwatch report was received on 04/05/2021.